Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis of the logs and plot of insertion motion indicates that the user was commanding forward motion at the time the scope entered the pleural space. The scope was not physically inspected as the scope used in the case was not returned. Although the scope was not returned, logs indicate that the injury was not due to the malfunction of the galaxy system or scope, as the user was commanding motion at the time of the incident. Video logs were reviewed and investigated and deemed this issue as a use error. The complaint is reported based on the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed a pneumothorax, which required treatment with a chest tube and hospital admission and discharged 3 days later.

Event description:
It was reported that during a galaxy-assisted biopsy of a 15mm lesion located at the left lower lobe, the patient developed a pneumothorax. No other symptoms were reported. The patient was treated with a chest tube and hospital admission and subsequently discharged three days later. The physician states the injury is due to lack of control of the scope, and that the scope zoomed forward 1cm. A malfunction of difficult navigation was reported.